Event description:
The customer stated, that the lh control values, run on the architect analyzer, is out of range high. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.